Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they performed full calibration and pm. Replaced cracked front cover and broken rear case. Replaced corroded right iui. Replaced cracked barrel clamp and right handle. A review of the device history record showed the device had a manufacture date of 06/19/2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to performed full calibration and pm. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that alarm - error codes / messages. This module kept alarming that it needs calibration when it has been recently completed: along with a completed pm. Kp. There was no additional information provided and no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed, for the sn(#: b)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer. A review of the device history record showed, the device had a manufacture date of 19jun2007. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue.

Event description:
It was reported, that alarm error codes messages. This module kept alarming, that it needs calibration, when it has been recently completed. Along with a completed pm. Kp. There was no additional information provided. And no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that alarm - error codes / messages. This module kept alarming that it needs calibration when it has been recently completed: along with a completed pm. There was no additional information provided and no patient involvement.